Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that a cutter device was stuck inside an attachment device was confirmed. During evaluation the attachment device was taken apart and it was noted that worn bearings and spacers caused the failure. It was determined that cause the condition was organic debris, medical matter, and corrosion which was clearly observed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during a lumbar fusion surgical procedure it was observed that an unknown drill bit device became stuck in the angle attachment device. It was reported that it is unknown if the drill bit was fractured. It was reported that there was no delay in the procedure as unspecified spare devices were available for use. It was reported that the procedure was successfully completed without any further incident. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.